Event description:
Consumer called to report meter not reading accurately. Analysis run on consensus error grid using mean reading (103) as ref. Vs bd readings (31, 193, 86) yeilded data points in the c zone of the grid, outside of acceptable limits.